Event description:
It was reported that four months post implant the patient received numerous high voltage therapies. The patient presented to emergency room for evaluation; a fluoroscopy was performed. The fluoroscopy confirmed right ventricular lead dislodgement. Lead repositioning was scheduled. On (B)(6) 2017, during procedure the lead's helix would not unscrew properly and repositioning the lead was not possible. The lead was explanted and replaced. The procedure was completed successfully. The patient was stable post procedure.

Manufacturer narrative:
Correction: - date of event should have been (B)(4) 2017 instead of (B)(4) 2017correction: - therapy date should have been (B)(4) 2017 instead of (B)(4) 2017.